Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, with extension of surgery duration, the seal broke and the air leak sound was heard. The procedure was completed with another device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one universal 5mm std fix cannula opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The envelope seal was intact. The device passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.